Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 407645 lot# , serial# (B)(6), implanted: (B)(6) 2012, explanted: product ID ddmb1d4 lot# , serial# p (B)(6), implanted: (B)(6) 2020, explanted: . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to atrial events falling into the implantable cardioverter defibrillator (ICD) programmed blanking period, atrial pacing was delivered which appeared to fall on top of the ventricular event that was conducted from the blanked atrial event, which in turn was undersensed by the right ventricular (rv) lead due to the cross chamber blanking period. Ventricular pacing was then delivered during the t-wave as a result and did not capture. It was further reported that the right atrial (ra) lead exhibited undersensing. The ICD, rv lead, and ra lead remain in use. No patient complications have been reported as a result of this event.